Event description:
The customer reported issue was confirmed during evaluation.

Event description:
The customer reported the delaminated keys and an intermittent bolus button. The customer reported issue was confirmed during evaluation.